Event description:
On (B)(6) 2012, pt reported experiencing an infection from the infusion set. Pt stated, he took a z-pak from the doctor for an infection at the infusion site. Pt reported, there was pus and irritation where the infusion set cannula entered his body. Pt stated, he no longer has the infusion set sites that caused the infection. Infusion set sites have been discarded. Pt reported, he used other infusion set sites from the same box and they did not cause infection. No product return was requested.